Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Catalog number and lot number have not been received. If and when this information is received the complaint may be updated at that time and a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient was revised to address acetabular migration. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to revision the patient was experiencing pain. Upon revision, there was obvious evidence of neck-socket impingement posteriorly. At this time the patient's femoral stem is being reported for impingement. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.